Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer had issues with their sensor. The customer's blood glucose was 194 mg/dl at the time of the incident. The customer stated that the cannula was kinked. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
A complete analysis and testing of three opened and used enlite sensors. Performed continuity resistance test on one opened and used sensor and the sensor passed per specifications. A visual inspection was performed on the remaining 2 sensors, found both sensors cannulas were retracted inside of the sensor base, no broken cannulas were found during the analysis. Inspection of two insertion needles found to have hooks at the tip of the insertion needles. Unable to confirm if the customer received the sensors in said condition due to the sensor were returned opened and used.